Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date, the device has not been returned. If the device or further details are received at the later date, a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgical procedure on (B)(6) 2017 and the mesh was used. It was also reported that, when removing the right plastic sheath, a resistance was felt. An exploration by the cutaneous incision and by vaginal way was performed to find a potential residual plastic sheath fragment. There was no fragment found but the surgeon preferred replacing the strip. Another like device was used. Additional information will be requested.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: (B)(4) 2018. It was reported that this device is not malfunction reportable. Therefore, this medwatch report is not reportable.